Event description:
It was reported that the bd insyte¿ autoguard¿ winged IV catheter connector was defective. The following information was provided by the initial reporter, translated from french to english: impossible to screw the perfusion tube onto kt twisted connector. When installing the kt, impossible to screw the infusion tubing onto it, kt connectors bent.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information